Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# j11036r50, implanted: (B)(6) 2002, product type: catheter, (B)(4). ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated that per the site there was no indication of a granuloma in the notes. No further information was reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, lot# j11036r50, implanted: (B)(6) 2002, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that and adverse/device event occurred in relation to an magnetic resonance imaging (MRI). Further information from MRI was pending. The reason for the MRI was granuloma workup pending additional information. Actions taken included MRI on (B)(6) 2018. The event date was (B)(6) 2018. No further complications were reported/anticipated.